Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml ll contained foreign matter. This is a report about molding defects (bent plunger, air bubbles, over plunger gasket, flaws), printing defects, foreign matter (fibrous foreign matter, dirt, etc.), packaging defects (damage to packaging), insects on the outside of individual packages, insufficient quantity (one box with lot number 5196420 originally contained 100 pieces, but 95 pieces were packed) the following is an excerpt from the attached astellas inspection results. 1. Heterogeneous. No contamination of different types of syringes was confirmed. 2. 2. Molding defects. Bent plungers were found. Bubbles. Air bubbles that seemed to affect the amount collected by the syringe were classified as severe. Bubbles that looked like air bubbles and appeared to have liquid-like substances mixed in the syringe were classified as severe. Abnormal plunger gasket. Abnormality in the shape of the gasket was confirmed. Some appeared to be bubbles and some occurred at the same location. These were counted as bubbles. Scratches only those that did not affect the use were found. No burrs were observed. 3. Poor printing those that had an effect on syringe sampling were counted as severe. Foreign matter, contamination. Foreign matter of biological origin. No foreign matter of biological origin was observed. Foreign matter, contamination. Foreign matter adhering to the flow path and foreign matter not adhering to the flow path were classified as severe regardless of size. Foreign matter adhering to the surface other than the flow path and 0.4 mm or more in diameter was classified as "minor. Fibrous foreign matter fibrous foreign matter that was not adhered was classified as severe, and that which was adhered was classified as slight. 5. Poor appearance of individual packages the individual package (container side) was found to be damaged. Other defects insects adhering to the outside of individual packages were confirmed. Inductive inspections have been conducted of 5,295 products and confirmed defects in 427 units. They are being asked to respond by july 31.